Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, chronic') in an adult female patient who had essure (batch no. 629145) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included overweight, inflammation, asthma and migraine. Current weight 149 lbs. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), fatigue ("other injuries/symptoms: fatigue"), migraine ("other injuries/symptoms: migraine/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition:anxiety, mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one:weight gain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed") and abdominal pain ("abdominal pain chronic"). The patient was treated with amitriptyline, ciprofloxacin (cipro), nsaids, paracetamol (acetaminophen), rizatriptan benzoate (maxalt), topiramate (topamax) and surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract infection, fatigue and migraine had resolved and the depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, nausea, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain: pelvic/ abdominal, gen. Abnorm. Bleed, psych injury related to essure, uti, fatigue, migraine, headaches. Essure was placed in right ostia in usual manner 2 coils seen. Followed by second in the left ostia 5 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Event" pelvic pain" outcome was updated to recovered/resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, chronic') in an adult female patient who had essure (batch no. 629145) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included overweight. Current weight 149 lbs. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), fatigue ("other injuries/symptoms: fatigue"), migraine ("other injuries/symptoms: migraine/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition:anxiety, mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one:weight gain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed") and abdominal pain ("abdominal pain chronic"). The patient was treated with amitriptyline, ciprofloxacin (cipro), nsaids, paracetamol (acetaminophen), rizatriptan benzoate (maxalt), topiramate (topamax) and surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, abdominal pain, urinary tract infection, fatigue and migraine had resolved and the depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, nausea, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain: pelvic/ abdominal, gen. Abnorm. Bleed, psych injury related to essure, uti, fatigue, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality-safety evaluation of ptc. (Product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, chronic') in an adult female patient who had essure (batch no: 629145) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included overweight. Current weight 149 lbs. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), urinary tract infection ("infection (bladder / urinary tract / vaginal) type: urinary tract"), fatigue ("other injuries / symptoms: fatigue"), migraine ("other injuries / symptoms: migraine / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed") and abdominal pain ("abdominal pain chronic"). The patient was treated with amitriptyline, ciprofloxacin (cipro), nsaids, paracetamol (acetaminophen), rizatriptan benzoate (maxalt), topiramate (topamax) and surgery (hyst. (Full), salping. (Bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, abdominal pain, urinary tract infection, fatigue and migraine had resolved and the depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, nausea, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain: pelvic / abdominal, gen. Abnorm. Bleed, psych injury related to essure, uti, fatigue, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: pfs was received. Lot number was added. New events abnormal bleeding (vaginal, menorrhagia), apareunia, anxiety, nausea, dysmenorrhea (cramping), dyspareunia, weight gain, device monitoring procedure not performed were added. Previously added psychological injury updated with depression. Treatment drugs were added. Aka name was added. Patient demographic was added. Event onset dates were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, chronic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain chronic"), psychological trauma ("psych injury related to essure"), urinary tract infection ("bladder/urinary problems: uti"), fatigue ("other injuries/symptoms: fatigue"), migraine ("other injuries/symptoms: migraine") and headache ("other injuries/symptoms: headaches"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract infection, fatigue, migraine and headache had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, fatigue, genital haemorrhage, headache, migraine, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: received treatment for pain: pelvic/ abdominal, gen. Abnorm. Bleed, psych injury related to essure, uti, fatigue, migraine, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received new events pelvic pain, abdominal pain chronic, gen. Abnorm. Bleed, psych injury related to essure, bladder/urinary problems: uti, other injuries/symptoms: fatigue, migraine and headaches were added. Date of essure removal and indication was added. Patient date of birth was added. Reporter details were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.